Event description:
Low flow microblender part number 11321 has a bypass alarm failure.

Manufacturer narrative:
The viasys service dept. Tech evaluated the blender and was unable to reproduce the reported event. Thus no root cause was determined. The viasys service dept. Tech replaced the alarm sleeve and the alarm poppet as a precaution. Then the blender was run through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the blender was returned to the distributor ready to be returned to their customer to be placed back into service.